Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 03-sep-2025, the user reported of not being able to twist the connector on the cartridge to lock it into the ilet and could not detach the connector from the cartridge once removed. The user completed the supply change successfully using a new cartridge and connector. Blood glucose (bg) was not affected. No symptoms during the event, outside assistance, or medical intervention were reported.